Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation confirmed the alleged complaint. One grip close cable was broken at the distal idlers and was also sticking out at the instrument's wrist. The idler pulley spun freely and was not damaged. Other cables at the instrument's wrist were not damaged. Additional observation not initially reported by the site were scratches on the surface of the distal pulley. It is unknown how the scratches occurred. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
During a da vinci si myomectomy procedure, a cable on the mega suturecut needle driver instrument allegedly broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.